Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cardiovascular accident (stroke) das system. No drug information was provided related to the event. Pump logs provided by the representative showed the patient had their catheter revised and pump replaced on (B)(6) 2013. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.